Manufacturer narrative:
The device was already returned to our us facility for repair, and was returned back to the customer per their request. We therefore can no longer send it to the manufacturing site for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that device shows error message: system error occured. No negative impact in state of health reported.